Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer had already completed a pump reset before contacting support, and the issue was resolved.